Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ fx, instrument bottom, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer is reporting 4-6 anaerobic 442021 bottles that are false positive.

Event description:
It has been reported that the bd bactec¿ fx, instrument bottom, packaged has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: customer is reporting 4-6 anaerobic 442021 bottles that are false positive.

Manufacturer narrative:
H.6 investigation summary: a complaint of "4 - 6 442021 bottles false positive detected" was received against instrument bottom bactec fx packaged material number: 441386, serial number: (B)(6). Instrument was found to be functional, and the customer started using the instrument for regular operation. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaint for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Complaints for "results" are under statistical control for the month of april 2022. The upper control limit was not breached. Quality will continue to monitor the ¿results". No new trends have been identified. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s1 (user inconvenience) via document baltrmbactecinstraph revision 15 ID 1.2c.